Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified more than three curved openings and black particles in device outer surface. A leak test was performed which identified openings. A microscopic analysis was performed which identified more than three curved striated openings. Based on the device analysis the final assessment is: more than three curved striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a deflation of a tissue expander. The expansion process was completed. Device has been explanted. This record is for an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Deflation; patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported a deflation a tissue expander. The expansion process was completed. Device has been explanted. This record is for an unknown side.